Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown trial neck. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a hip operation (accolade ii -trident) the surgeon did a trial reduction with the accolade rasp and a v-40 trial head 32-4. The trident cup was already implanted with a 32 mm ID insert. When the surgeon wanted to dislocate the hip again, the trial head was loose on the trial neck and it was impossible to dislocate. The anesthetist had to give more medication for relaxation of the patient and several attempts had to be made to dislocate.

Manufacturer narrative:
An event regarding a seating/locking issues involving a accolade 35mm 127° neck trial was reported. The event was not confirmed. Method & results: device evaluation and results: it was reported that the products are not available for analysis. Medical records received and evaluation: not performed as medical records were not provided for evaluation. Device history review: review of device history records indicates the lot was manufactured and accepted into final stock free of discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because no device were available for analysis, previous investigations for similar reported events have concluded that the trial head were missing the o-ring and cause the trial to detach from the trunnion.

Event description:
It was reported that during a hip operation (accolade ii trident) the surgeon did a trial reduction with the accolade rasp and a v-40 trial head 32-4. The trident cup was already implanted with a 32 mm ID insert. When the surgeon wanted to dislocate the hip again, the trial head was loose on the trial neck and it was impossible to dislocate. The anesthetist had to give more medication for relaxation of the patient and several attempts had to be made to dislocate.